Event description:
It was reported that pre-op, the stimulator was not working properly. The procedure was completed with the other stimulator box. The re is no patient involved in this event.

Manufacturer narrative:
H3: product analysis: the customer's reason for return has been confirmed. The module found cosmetically not ok. The connector found loose. The laptop show error 'stimulator not connector' while stimulator is connected in loop. The bumper was missing. The pcb had a failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.